Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 464 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with intravenous insulin infusion. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the insulin pump was not working. The insulin pump will be returned for analysis.